Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Customer discarded device.

Event description:
Additional information was received from the manufacturer representative (rep). It was unknown when did the patient first start experiencing the report of oor impedances. They have no clue what caused it. Patient was scheduled to be replaced with a new paddle on (B)(6) 2022. Issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient has a 565 paddle, the 8-15 port when running an impedance shows 10,000 on those electrodes. Any environmental/external/patient factors that may have led or contributed to the issue were unknown and patient states no injuries which could have resulted in the oor.  Patient was in for a normal appt with physician to discuss her replacement of her 37714. This is normal eri. Upon interrogation and impedance check, rep discovered the oor of the 8-15 electrodes. Rep programmed around the affected electrodes at the appt today ((B)(6) 2021). The patient is being scheduled for a battery replacement. Due to covid factors, rep does not have a scheduled date of when this will happen nor will they know when this will happen. The plan for surgery is going to be test impedances on the 565 after they are hooked up to the new battery, if the impedances are still high on the 8 to 15 port, then dr. (B)(6) will decide if he¿s going to replace the current 565 panel with a new 565 panel. Rep will not have confirmation of this until the day of surgery.